Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent a revision procedure wherein a lead was added for right arm coverage. The patient was doing well postoperatively